Event description:
It was reported that the device had no telemetry, output, or magnet response. A successful transmission was completed three months prior, with the estimated device longevity being 22 months at that time. The patient currently tried to complete a transmission, without success, so he presented to the clinic. Another transmission was attempted in the clinic, again without success. The device was later explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.